Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00012. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 3 out of 3 reports that are being submitted as initial individual mdrs. Device evaluation: the dcb00 simplicity preloaded was received in its original box. The cartridge component was observed correctly engaged into the preloaded unit. Visual inspection using magnification was performed. No lens was observed into the dcb preloaded device. The lens was not returned. No residues of lubricant were detected in the cartridge. The condition in which the sample was returned is consistent with a unit that has been used for surgery. Based on the evidence observed, the lens was delivered from cartridge. The reported issue could not be confirmed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon stated iol was partially twisted in the cartridge when he attempted to place iol in eye. The event was observed during implantation/application and lens was partially inserted in the eye and then was removed .follow ups were done to get additional details but did not receive any response. No further information is available.